Event description:
It was reported that today when the patient tried to use their patient programmer the batteries were dead. The patient put new batteries in it and now was getting screens that were ¿all crazy.¿ the patient was not being able to make adjustment both with or without the antenna attached. The patient described the sync with the implantable neurostimulator (ins) screen and had the poor communication screen. The patient relocated the antenna and saw the poor communication screen several more times. The patient removed the batteries and the programmer battery compartment looked good. The patient was using aaa batteries and didn¿t have any other batteries. The patient would get some new batteries. It was further reported that the patient received assistance from their health care provider or manufacturer representative and their concerns were addressed on (B)(6) 2014. The patient still had concerns with their device or therapy but had not sought further help. The patient didn¿t feel it was doing what they expected. The manufacturer representative was very helpful and the patient refreshed it often, but it was still not as effective as they expected. The patient had a bad incontinence problem and would be seeking surgery soon. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0jyr9, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).